Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after developing fever, redness on the pacemaker pocket and purulent drainage. The whole system including the pulse generator and leads was explanted. The patient is under medication and a new system will be implanted later. The patient was stable throughout procedure and was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.